Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was discarded.

Event description:
Patient reported he had an insulin leak in the pump cartridge compartment. Patient stated he could not tell where the leak originated. Cartridge has been discarded. No adverse event reported. No product will be returned.